Event description:
When the user have the celltrion diatrust covid-19 ag home test and tried using the qr code in the app and it is not working. The user tried on the website and it's not working. The user tried putting the serial number in and it is still not working. It says the testing device is expired. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.